Manufacturer narrative:
(B)(4). One actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed the heat seal on the blood chamber outlet tubing was faulty and disconnected. The reported condition was confirmed. Although the reported condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) an add-a-line secondary medication set which came apart just below the priming container (it is not falling apart; it requires pressure to disengage). The condition was identified during priming. There was no patient involvement; therefore, there was no patient injury or medical intervention associated with this event. No additional information is available.